Event description:
The customer reported that the 840 ventilator had a blank screen. There was no patient involvement. The customer reported to have replaced the graphical user interface (gui) cpu pcb and the covidien customer support engineer (cse) will upload the software. Covidien is not authorized to service the device.

Manufacturer narrative:
(B)(4).